Event description:
Per rep, this system was removed due to infection. Per the mdrf, this device was replaced with a cylos dr-t, explanted system: philos ii dr, MDR: 1028232-2008-00827. Selox jt 53, MDR: 1028232-2008-00828. Selox st 53, MDR: 1028232-2008-00829.